Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon cancer resection, the surgeon was able to press the green button but unable to fire the device and unable to squeeze the handle. They replace the reload to resolve the issue and complete the case. There was no patient injury.